Manufacturer narrative:
Based upon this event and an increase in complaints related to incomplete intraoperative polymer fill of the ovation prime 29mm aortic body stent graft, trivascular initiated a field safety corrective action on september 20, 2014 to retrieve from distributor inventory (B)(4) affected devices manufactured within the same time period as the device for this event. No devices in the united states were subject to this corrective action.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. During polymer fill, the fill polymer syringe emptied and the patient experienced transient hypotension which was successfully treated in accordance with the product IFU. The aneurysm was excluded with no additional patient sequelae.